Event description:
It was reported that following an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was able to resolve the issue and restore effective therapy.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.